Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Description of the problem (what / why)? Needle has come off the anchorage. How many times did the defect occur? Once. Medical intervention (other than first aid)? Not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - needle was removed. Photo / sample available - yes. Safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - yes, needle has come off. Impact on patient - no indication . Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - not known. Where is the catheter located: in the abdomen or chest? - not known. Connected device (pleurx/peritx/brand) - pig1280k. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. Received answers : 13 feb 2023: was the introducer needle separated from the syringe? - no. What was the impact to the patient? - no consequences for the patient. Was the disconnection happened during the procedure? - yes. Was there clinician exposure to spinal fluid? No.

Manufacturer narrative:
(B)(6) follow-up emdr for device evaluation: one used sample was provided to our quality team for investigation. Through visual inspection, it was observed that the external needle detached from the hub; therefore, the reported failure could be verified. A review of the internal manufacturing device records and raw material history files for lot 0001422777 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was determined that the disconnected component was due to manufacturing equipment and material. The material used in the needle-cap junction was not being stored at the temperature advised by the manufacturer. Regarding the ¿machine¿, it was observed that the lamps in the curing box were not cleaned adequately which can cause adhesive drops to lay in the lamps and affect the curing properties. It was also observed that the lamps are not at a recommended distance from the fixture that holds the needles during curing, which can cause the fixtures to hit the lamps and move them, which in turn can possibly affect the curing. The adhesive dispenser was also found to be dirty inside and its microvalve was found partially closed. All these observations are considered as factors that could potentially affect the curing properties of the process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - needle has come off the anchorage. How many times did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - needle was removed. Photo / sample available - yes. Safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - yes, needle has come off. Impact on patient - no indication. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - not known. Where is the catheter located: in the abdomen or chest? - not known. Connected device (pleurx/peritx/brand) - pig1280k. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. Received answers - 13 feb 2023: - was the introducer needle separated from the syringe?: - no. - what was the impact to the patient?: - no consequences for the patient. - was the disconnection happened during the procedure?: - yes. - was there clinician exposure to spinal fluid?: ¿ no.